Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that upon removal she could not find the string and had to manually remove the tampon. She stated after removal, she did see the string was attached. She reported she believed the tampon moved further inside of her after insertion making the string difficult to find.